Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone number: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for use. During the procedure the tip of the device fell off while inside the patient. The procedure was completed with another of the same de3vice. There were no patient complications reported and the patient following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone number: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported events details, available information, and product record review. The device was not returned for analysis, limiting further assessment. Improper handling, device manipulation, or not following instructions may have contributed, but no additional information was available.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for use. During the procedure the tip of the device fell off while inside the patient. The procedure was completed with another of the same de3vice. There were no patient complications reported and the patient following the procedure was stable. It was further reported that the lesion was 30% stenosed, mildly tortuous and mildly calcified. The tip was loose but not detached so it was removed while still directly connected to the catheter.